Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was completed as planned. It was also noted that this issue was intermittent. No harm to the patient or user was reported. A philips remote service engineer (rse) connected with the customer who confirmed the reported issue. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and review of the system's log file determined that there was a tube current error. It was confirmed that the generator was out of current. The fse calibrated the generator. After the generator calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system displayed the message: "generator is busy starting up" and could not emit x-ray. The system was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.